Manufacturer narrative:
All data gathered from the laser engine was consistent with the data from the last preventive maintenance which was on (B)(6) 2017. The z stepper motor and drive were replaced to address the intermittent z galvo range error. After that issue was addressed, a y1 galvo error developed. During troubleshooting, the y1 galvo was observed having issues, deflection/movement when the y1 galvo driver was tapped mechanically with a small screwdriver or finger. Galvo block assembly and drivers were replaced. All calibrations for the galvo block and z stepper were performed per amo specifications. All preventive maintenance data was gathered and system was checked to determine that it was meeting amo specifications. Laser met all amo specifications and customer cut corneal tissue to test the laser function. Customer dissected the tissue and found tags from the 2 to 3 o''clock positon. Tissue was looked at through a slit lamp and rough edges were found. Customer stated that this tissue would have been undeliverable to a customer if it would have been cut for transplant. The tissue donor was (B)(6) and had a history of cataract surgery, donation tissue was recovered on (B)(6) 2018.

Event description:
It was reported that customer performed a corneal transplant tissue procedure using the zig zag c pattern with alignment cuts. This procedure had incomplete dissection issues of tissue from the noon to 3 o'clock range, full thickness tag/incomplete cut. This tissue was ok to send to the customer. The customer decided to try their second corneal transplant tissue procedure after they contacted j&j vision about the first procedure. The second procedure used the zig zag c pattern without the alignment cuts. This procedure produced a corneal plug with incomplete dissection from the 11 to 1 o'clock hour position and was not usable to send to the customer. This report is for the second event in which the tissue was not able to be used. A separate report is being submitted for the first event in which the tissue was able to be sent out for use.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.